Manufacturer narrative:
(B)(4). Device is a combination product. (B)(4). Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent dislodgement occurred. The target lesion was located in the tortuous and calcified left circumflex artery. A 3.00x16 synergy ii drug-eluting stent was advanced but failed to cross the lesion. After repetitively trying to get the stent to cross the lesion, the physician decided to remove the stent and pre-dilate the lesion. However, during removal, the stent came off the balloon. The physician was not able to snare the stent. The stent ended up in the iliac artery and was pinned and trapped with another stent. The procedure was completed using a different device. No patient complications were reported and the patient's status was okay.